Event description:
Journal article reviewed, of 7 pts, there was 1 complication that occurred. "The flexible extension or activation rod was broken when it was caught in a seat belt. This necessitated an add'l surgery to replace the extension rod".

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.